Manufacturer narrative:
Device received with cracked reservoir tube lip and broken belt clip slot, however, device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify under delivery due to unresponsive button.

Manufacturer narrative:
Device received with cracked reservoir tube lip and broken belt clip slot, however, device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify under delivery due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 454 mg/dl at the time of incident and other blood glucose was 340 mg/dl. Customer reported that they received stuck button. Customer stated that nothing comes up on the insulin pump even if she presses any button. Customer stated that about 5.00 am threw up since her blood glucose was at 340 mg/dl and stated that insulin pump did not gave her bolus then got up to 454 mg/dl. Customer stated that she was stuck on main screen. Customer tried to press all the button on the device but no response also stated that clip broke and insulin pump fell off from waist and got crack and damaged at reservoir. The insulin pump will be returned for analysis.